Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: in the photograph an empty aluminum package can be seen, in the sheet a wrinkle and a hole that seems to be caused from the outside in, of the product code vcp772d. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/30/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one sealed sample that pertains to product code vcp772d was returned to ethicon for analysis. During visual inspection of the returned sample, it was observed that the bottom of the foil was tear and had a hole. The hole appears to be caused outside in by an unknown object affecting the integrity of the sterility. Due to the damage found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected to ensure the device meets the required specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.